Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot baseline - electrodes showing red) was confirmed. Upon evaluation, the wire (driven ground) was damaged inside the trunk cable connector. The cause for the inability to baseline and electrodes showing red is the damage to the driven ground wire. The root cause of the damage cannot be positively identified. No adverse event resulted from the damaged driven ground wire. The patient received a replacement electrode belt.

Event description:
A territory (B)(4) contacted zoll customer support while fitting a (B)(6) old male patient to report that he could not baseline the patient and all of the electrodes are displaying red on the patient's monitor, as if the electrodes were not making good contact with the skin. The patient was fit with a new electrode belt.